Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported to philips that the touch screen on the device does not respond. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
G4:19feb2021; b4:24feb2021; h11:g5:k102985. H10: the customer was provided with a quotation for an onsite evaluation to determine what repairs were needed to bring the device back to functionality. The customer did not accept the quotation for the onsite evaluation, and the quotation expired. No further actions were taken for this device, and the case was closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.